Manufacturer narrative:
Additional information was received that this complaint is no longer reportable per inability to power down does not affect ventilation, agent or gas delivery. There is no power loss to the device.

Manufacturer narrative:
A ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in power on malfunction. There was no patient involvement.